Manufacturer narrative:
An investigation was performed on site by medtronic representatives and a message was found in the o-arm system logs stating "movement detected" during scan. The camera on the stealthstation navigation system was a little loose and it was determined that the camera could have moved slightly during the scan, causing the inaccuracy. A medtronic representative reported the camera was loose on the arm. The camera was tightened, the system was tested and found to be accurate. System is working properly, no further issues.

Event description:
A medtronic representative reported that the surgeon alleged an inaccuracy of 3-4mm. The medtronic representative reported that the scans looked correct on the mvs (mobile viewing system) of the o-arm and, again, when transferred to the stealthstation. The surgeon took a scan with a c-arm which showed the instrument in the pedicle while the stealthstation showed the instrument in the inner body space. The surgeon discontinued use of the stealthstation to complete the procedure.